Event description:
The customer reported that imprecise cardiac troponin (accutni) and creatine kinase-mb isoenzyme (ck-mb) results were generated on a unicel dxc 600i synchron access clinical system for multiple patients over multiple days. Initial results generated on the unicel dxc 600i synchron access clinical system varied upon repeat on the same instrument. This is report one of six and represents the imprecise ckmb results generated from a unicel dxc 600i synchron access clinical system for one patient on (B)(6) 2011. The imprecise ckmb results associated with this event were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Unicel dxc 600i synchron access clinical system ckmb quality control results were within the customer's established ranges during the timeframe of the event and system check results generated prior to the event met specifications. No specific patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) determined that the customer's instrument possessed a case temperature difference of four degree celsius when compared against the customer's other instrument. The fse also determined that the room temperature difference at the location of the instrument, when compared to the room temperature at the location of the customer's other instrument, was greater than two degrees celsius and could also be contributing, if not causing, the observed imprecision. The fse did not make any repairs to the instrument at the time of service. Although instrument temperature affects were discussed with the customer in detail by the fse at the time of service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2011-02660; 2122870-2011-02661; 2122870-2011-02662; 2122870-2011-02663; 2122870-2011-02664; 2122870-2011-02665.